Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neck segment would not fit on the broach properly.

Manufacturer narrative:
A functional check with a mating neck segment confirmed the complaint. The mating post on the broach is damaged preventing proper assembly. A complaint database search on the provided product code family identified similar reports which were attributed to misuse. Based on the root cause of product misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.